Manufacturer narrative:
Exact date unknown, event occurred a while back the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted devices were not returned. No further information has been obtained despite good faith efforts.